Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The cause for the failure was isolated to an open black pulse wire in the trunk cable that was not connecting to the rear te¿s. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.